Manufacturer narrative:
Patient information was unavailable from the site. The logs for the navigation system were reviewed by medtronic personnel. However, results and conclusion of the analysis are unavailable at this time. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a cranial biopsy procedure, there were some issue with the biopsy set and biopsy probe. The site locked a planned trajectory and tried to set a new entry point to the tip point. But the old entry point did not move to the new plan. The site was able to resolve the issue after several attempts. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Following review of the logs for the navigation system. The investigation concluded that the software functioned as designed.